Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Both photo samples showcase an overview of a 3-way temp sensing catheter. Received a used 3-way temp sensing catheter (without original packaging). Visual inspection noted a 0.040" pinhole found on the shaft of the catheter and located 0.3790" from the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the foley catheter shaft during the pretest. As per information mentioned in the internal bd comments on 27sep2023, stated that they found a crack in the shaft near the funnel. Per follow-up information received from ibc on 12oct2023, clarified that the sterile water leaked from the crack in the catheter shaft during a pretest.

Event description:
It was reported that the water leaked from the foley catheter shaft during the pretest. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that they found a crack in the shaft near the funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.